Manufacturer narrative:
Investigation summary: purge leak - pump: rn reported leaking pressure reservoir. The cause of the issue was not established as no product was returned and limited clinical information was provided. Device history lot: device lot number: 1911815. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 74-year-old male for heart failure support. A leaking pressure reservoir was reported and fluid loss is low, pp 506 mmhg, pf 13 ml/h. Recommendations and best practices shared.